Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the sr component was fractured, the coil winds were fractured and returned inside a non-penumbra sheath clamped with forceps. The pusher assembly was not returned for evaluation. Based on the returned condition, the root cause of the reported unintentional detachment issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed using a pod packing coil (packing coil) and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician placed one penumbra coil in the target vessel. While advancing a second packing coil through the lantern, the physician was having difficulty keeping the lantern in the correct position. The physician decided to remove the coil. While removing the packing coil, the coil unintentionally detached within the lantern. Therefore, the lantern containing the detached packing coil was removed. The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.